Event description:
Initial reporter indicated that they had a patient whose vns tie down was extruding through the skin. The tie-down was located above the collar bone. There was no report of trauma/manipulation prior to the event occurring. The patient had surgery and had their vns tie down resecured as it was reported to have come loose. The patient's prolene suture was replaced. Around the same time as their protrusion event, the patient was having an increase in seizures being attributed to their medication dilantin levels.